Event description:
The patient reportedly experienced a decrease in performance with use of the device. Programming changes were made. Testing revealed that the patient's device is functioning within normal limits. Repositioning surgery of the patient's migrated device will be scheduled.